Event description:
Procedure performed: left pyeloplastic uterus. Event description: after brief use, the plastic near the blades opened without being stressed by other tools. No clinical impact to the patient. They took a new device. Information received from applied medical representative via email 15dec23: the plastic was damaged immediately after use. The scissor sleeve (insulation) did not come into contact with another instrument. Monopolar energy was activated when the damage occurred. No burning. No pictures of the device available. Information received from applied medical representative via email 18dec23: there was no tissue damage.. Only plastic damage and they immediately replaced it. Patient status: good. Intervention: they took a new device.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of insulation damage, as the end of the sleeve was observed to be torn. Based on the condition of the returned unit, it is likely that the reported event was caused by the improper seating of the sleeve on the shaft during assembly. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: left pyeloplastic uterus. Event description: after brief use, the plastic near the blades opened without being stressed by other tools. No clinical impact to the patient. They took a new device. Patient status: good. Intervention: they took a new device.